Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that her husband experienced a blood glucose of 420 mg/dl. The customer corrected his high blood glucose with the insulin pump. Troubleshooting was declined; the wife believed that all features on and related to the insulin pump were working. No products were returned or replaced.